Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a delivery anomaly from the insulin pump. The customer's blood glucose reading is unknown. The customer stated that the pump fell into the bathtub while connected to her. The customer stated that the pump is not delivering insulin. The customer was advised to do a complete set change and monitor it.